Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2004 due to asceptic loosening. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 2 of 7 mdrs filed for the same patient (reference 1825034-2012-01500 / 01507).